Event description:
A stent dislodged from a stent delivery system. The physician attempted to place a biodiv ysio 3.0 x 18mm stent into an unspecified vessel. The vessel was predilated. When attempting to position the stent at the lesion, it was visualized that the stent had dislodged from the stent delivery system and was on the guidewire. A snare was used to successfully retrieve the dislodged stent. The stent delivery system, guidewire and sheath were all removed and the procedure was aborted. There were no adverse effects to the pt. The pt returned "in a couple of days" and was successfully treated with stent placement at that time. Though requested, no additional info was provided.